Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, after placing the sheath into the patient, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted, but the issue remained. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.